Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended.

Manufacturer narrative:
(B)(4). Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely decreased tsh results on one patient. The results provided were: (B)(6) on (B)(6) 2016, tsh = 0.66iu/ml / ft4 = 0.7 / ft3 = 3.0; tested on the roche cobas tsh = 10.7miu/ml. Same sample retested on (B)(6) 2016 - arch tsh = 0.71 iu/ml / roche = >10uiu/ml. There was no additional patient information provided.

Manufacturer narrative:
The customer stated that when using architect tsh, list number 7k62-25, reagent lot 67139ui00, they observed falsely depressed results for one patient. The customer tested the sample for dilution linearity and the results were within range, which indicates that there are no interferents present in the sample. There was no patient sample available to assist in the investigation. A review of complaints determined that there is no unusual activity for lot 67139ui00 and no trend for this issue was found. Accuracy testing was completed using a file kit of lot number 67139ui00 and all testing met acceptance criteria. A search for any issues during manufacturing of the lot did not identify any issues associated with this complaint. The architect tsh package insert provides information for sample handling along with the specimen collection and limitations in the interpretation of results section. There is not enough evidence to reasonably suggest a malfunction as the accuracy testing confirms that the product is performing acceptably and the patient results from the architect are within the acceptable range as per labeling. Based on all available information and this investigation, the architect tsh list number 7k62-25, reagent 67139ui00, performed as intended and no product deficiency was identified. UDI: (B)(4) lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided

Manufacturer narrative:
Catalog # from the incorrect 07k62-25 to the correct 07k62-35. Also update the manufacturer's narrative below to correct the catalog number. The customer stated that when using architect tsh, list number 7k62-35, reagent lot 67139ui00, they observed falsely depressed results for one patient. The customer tested the sample for dilution linearity and the results were within range, which indicates that there are no interferents present in the sample. There was no patient sample available to assist in the investigation. A review of complaints determined that there is no unusual activity for lot 67139ui00 and no trend for this issue was found. Accuracy testing was completed using a file kit of lot number 67139ui00 and all testing met acceptance criteria. A search for any issues during manufacturing of the lot did not identify any issues associated with this complaint. The architect tsh package insert provides information for sample handling along with the specimen collection and limitations in the interpretation of results section. There is not enough evidence to reasonably suggest a malfunction as the accuracy testing confirms that the product is performing acceptably and the patient results from the architect are within the acceptable range as per labeling. Based on all available information and this investigation, the architect tsh list number 7k62-35, reagent 67139ui00, performed as intended and no product deficiency was identified. UDI: (B)(4) lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided.